Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during after priming of peritoneal dialysis therapy. It was further reported that the leak came from the portion that sit inside the cassette door. There was no patient injury or medical intervention associated with this event. No additional information is available.